Event description:
Information was received from a company representative. The date of the event was 2018-dec-18. It was reported the representative had an issue pairing communicator to device while in case. The representative tried to pair using another tablet in the same room but wasn't successful. The representative was instructed to try pairing communicator without cable and it was able to pair without a problem. The communicator was searching for devices. Was not able to verify connectivity to implanted device. It was unknown if the issue was resolved. No further complications were reported. Additional information was received via a device manufacturer representative indicated that the bluetooth on the communicator kept s topping. The network settings were reset and the communicator was able to connect. No further complications have been reported. Additional information was received from a device manufacturer representative indicated that the tablet had a connection error and the pump had to be re-interrogated. It was reported that the bluetooth on the device was going on and off; she tried using the cord to connect but it would not connect and a colleague had to update the patient's pump using their tablet. The caller stated that this error happened with both stimulation and pump devices and she was concerned there was something wrong with the tablet. The error code was verified to be "338". Per the caller the issue was only seen while she was in the operating room (or) and in a sterile field. The caller attempted to find the communicator in the updater while it was connected to the tablet via cord but was unable to find it. The caller obtained a new tablet to use.. No symptoms were reported. No further complications reported. Additional information was received from the device manufacturer representative indicated that through troubleshooting it was verified that the tablet was not detecting the communicator. It was noted that the communicator was able to connect to a different tablet successfully the first try. No further complications have been reported.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software product ID (B)(4) lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.